Event description:
Per (B)(4) in (B)(4) customer services: the customer (B)(6)) said that "she injured her shin and put the gel pack on it with a thin piece of material wrapped around the pack. She said that she only had it on her leg about 10 minutes, and she said that there was a red place on her leg the exact size of the gel pack, and after an hour her leg is still red, the skin is very warm, and there are elevated spots on the red part. She said that the gel pack is not leaking. She had not gone to a doctor yet. She asked about the chemicals in the gel pack and asked me to list them from what is on the msds", which I did. I also read to her the first aid instructions from the msds.

Manufacturer narrative:
The reported product was not returned for evaluation. The customer was contacted and reported that the product will be returned. The lot number provided was not valid; therefore, an analysis of the DHR could not be performed. Without the product cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed. On july 1, 2011, cardinal health and carefusion separated officially as two medical device companies. Prior to this date, cardinal health oversaw medwatch reportability for carefusion as part of a transition agreement between the two companies. Both companies utilized the same computer system database for complaint and MDR management. The registration number for cardinal health is 14235237. When carefusion separated from cardinal health and took on the responsibility of filing their own emdr's they were not aware that the cardinal health registration number was inappropriately assigned to their MDR reports by their computer supplier. Cardinal health attempted to submit our MDR's failed due to duplication of reports. Cardinal health worked with the FDA to determine a root cause for this failure and identified that the files had been received, however, they were the carefusion reports using cardinal health- numbering system. Cardinal health is resubmitting these reports per direction of the FDA, understanding that the date appears to be late, however due to the situation which has occurred and for which the FDA is aware of we are resubmitting the report today. Because of the multiple reports filed by carefusion using the cardinal health number, there will be a gap between the last number appropriately filed by cardinal health and any future reports. Cardinal health has worked with the supplier to rectify this situation.